Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a hardware low level failures and failed battery test. The customer's blood glucose level was 19.0 mmol/l. It the customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected insulin flow blocked alarms or delivery alarms or occlusion anomalies noted during testing. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected low battery anomalies, low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. Hardware low level failures error was present in the device trace download, problem isolated to keypad assembly.